Event description:
Reportedly, during testing, an "o2 sensor bad" alarm occurred which could not be resolved by calibrating it. Upon replacing, the sensor, this issue was solved. There was no pt involvement reported.